Event description:
Customer reported going to the emergency room (ER) due to an issue, with diabetes-related cause unidentified. Blood glucose (bg) level reached a high of 39 mmol/l, with moderate ketones present and identified as dangerous by a healthcare professional, but no injury was caused. The customer delivered a bolus in attempt to address high bg prior to going to the ER. Customer was using insulin pump and related supplies correctly, and no issues were found with the pump system, cartridge, infusion set tubing, or insulin. The customer was treated with intravenous fluids and saline while in the ER. Healthcare professionals confirmed treatment resolved issue without any permanent damage. Customer was released the same day after an eight-hour stay.